Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient had oversensed noise on the rate/sense channel of their right ventricular (rv) lead, resulting in a diverted episode. Rv loss of capture and a 1.5 second run of pacing inhibition was also noted. The patient has no underlying rhythm. Technical services advised troubleshooting with isometrics, pocket manipulation, and valsalva maneuvers. It was determined that the pacing inhibition occurred when the patient had forcefully exhaled for a spirometry test. The local boston scientific crm field representative was able to reproduce this noise by having the patient again breathe forcefully. Technical services advised that this was likely diaphragmatic oversensing. No revision procedure was planned. The physician decided that the best course of action was to reprogram the device sensitivity from nominal to less. No oversensing or loss of capture was observed after this programming change. According to the available information, this rv lead remains in service. Subsequently this crt-d was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device examination was performed. The device passed the labeled longevity calculation. Visual inspection noted tool marks on the case, and header, and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operated normally. A review of the device memory noted no resets or fault codes. The device passed gauge pin testing and therapy verification testing. The field allegations were not confirmed. The device met specifications.